Event description:
The customer reported an elevated white blood cell (wbc) content in the apheresis platelet product. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore no pt info is reasonably known at the time of the event. Donor unit #: (B)(6). The disposable set is unavailable for return for eval. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the run data file (rdf) was analyzed for this event. The analysis of the rdf did not find a conclusive cause for the higher than expected wbc content in the platelet product reported for this collection. Based on the available information, it is possible that the higher than expected wbc content in the platelet product may be donor-related. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: the analysis of the run data file did not find a conclusive cause for the higher than expected wbc content in the platelet product reported for this collection. Possible root causes were provided in the follow-up #1 report for this event. An internal CAPA has been initiated to evaluate reports of elevated wbc counts.